Event description:
A report was received that stated a nurse received a needle stick. The report stated that the needle became exposed after it had been used. The needle was found to be penetrating the safety device. The nurse was stuck by a protruding part of the needle. The clinician is believed to be receiving medical treatment consistent with blood exposure.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.